Event description:
It was reported that this implantable pacemaker was explanted due to an unknown product performance issue. Another device was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that indicated there are no product allegations on this implantable pacemaker.

Event description:
It was reported that this implantable pacemaker was explanted due to an unknown product performance issue. Additional information was received that indicated there are no product allegations on this implantable pacemaker. The doctor had to fix a lead problem and decided to change the device to reduce infection risk. Another device was successfully placed. No additional adverse patient effects were reported.